Manufacturer narrative:
An rhd2.5 driver was reported to malfunction but was not received for investigation. The rhd2.5 is a component of the tsvkit kit, manufactured by veridiam allied swiss. The manufacturing date used is the receiving/inspection date within the DHR for 63542171 (lower level lot of 63572755). A device history review was performed and one non-conformance was initiated against lot 63542171 on dec 12, 2016 for diameter being outside of the under low limit (ull) specifications. The scrap was rejected and the remaining conforming parts were accepted. A product quality hold was issued for the affected lots within the lower level lot 63542171. A corrective action preventative action was opened to address the confirmed event. The CAPA was closed through the scar issued to veridiam allied swiss. Appropriate documentation was reviewed and the following information was identified: instructions for use for zimmer® instrument kit system and driva¿ drills ¿ IFU 8874 rev 4-07/14. IFU 8874 was reviewed. It contains rdh2.5 handling instructions. However, as the reported event was confirmed, CAPA through which the reported event is addressed was reviewed. CAPA was closed to scar for veridiam allied swiss. Scar addresses the reported device malfunction. The risk management file for retaining 2.5mm hex drive r latchlock (rhd2.5) was reviewed. Per risk file (B)(4), veridiam supplier # (B)(4), the risk for parts being out of specification estimation of severity is minor and the probability of the occurrence of harm is improbable. This condition would lead to potential delay in treatment and in customer complaint. The parts did not engage and therefore could not be used. The customer's reported that the ¿retaining driver did not release from implant¿. The complaint was confirmed, as the reported event is a previously addressed issue for the subject lot number through CAPA (B)(4). A root cause was identified through the scar: the confirmed event is due to the specification ¿verify hex form per (B)(4)¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. Hhe evaluation resulted in initiation of a market recall under internal recall number 2023141-10-04-2017-002-r. A complaint history search was performed using our complaint handling system. 2 (two) additional complaints have been reported against lot 63572755, and 32 (thirty-two) complaints have been reported against lot 63542171 for the same issue. Appropriate escalation steps have been taken to further investigate the issue.

Manufacturer narrative:
Patient information not provided/unknown.

Event description:
The doctor reported during a procedure on (B)(6) 2017, the hex driver (rhd2.5) did not release from implant. The doctor could complete the procedure with another driver.

Event description:
The doctor reported during a procedure on (B)(6) 2017, the hex driver (rhd2.5) did not release from implant. The doctor could complete the procedure with another driver. Doctor again later confirmed he tried to use the same instrument on other implants and it still did not release easily from all of them. He also confirmed he finally could complete the procedure by using the same instrument and by placing the initial implant tsv4b10.